Event description:
Needle stuck at the injection area, stomach[needle injury]. Case descriptions: a pt reported that a needle broke off in their abdomen. This occurred at 3:30 am and pt had to go to the accident and emergency dept. The following day pt had two x-rays and three sections performed before the surgeon succeeded in removing the broken needle. Pt left the hospital at 4:15pm. The pt stated that they recovered with sequelae due to the three sections and that they now feel anxious every time they inject themselves.

Event description:
Device induced injury.